Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Title: complications of staple line and anastomoses following laparoscopic bariatric surgery. Source: annals of gastroenterology. 31 (1) (pp 56-64), 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a laparoscopic bariatric surgery, the promising long-term results in terms of weight loss and particularly in relation to comorbidities and the control and cure rate means that the number of procedures performed in all countries remains high. However, the risk of potentially complex or fatal complications, though small, is present and is related to the procedures per se. This study or review was a guide for bariatric and/or general surgeons, offering a complete overview of the pathogenesis of anastomosis and staple line following the most common laparoscopic bariatric procedures. Complications of staple line and anastomoses include leak, bleeding and stenosis. To reduce the complication rate it is mandatory to consider the patients¿ comorbidities and the following technical pitfalls such as the type of procedure (primary vs. Revisional), the use of a stapler with adequate cartridges; and the reinforcement of the staple line/anastomoses (advantages not demonstrated for mini gastric bypass (mgb). Respecting these basic rules, based on substantial experience, would help maintain low complication rates, compared with other abdominal surgeries, in these complex patients.